Event description:
The patient stated that his infusion device is alarming and "2.01 ---" is displayed on the screen. The power pack had been in use for 7-10 days. The patient was not able to read the lot or expiration date information on the power pack but he stated that the lot began with "06" identifying it as a recalled power pack. The patient was aware of the recall and he was advised to dispose of all recalled power packs and to only use corrected power packs. The patient was out of the country and did not have a new power pack with him to insert into the infusion device. He stated that he would use injection therapy until he returned home. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.